Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, infection and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2012 and underwent reconstructive surgeries on (B)(6) 2012 and (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent obtryx bladder implantation on (B)(6) 2013, due to urethrovaginal fistula and sui. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 mesh was implanted. It was reported that the patient underwent excision of gitts suspension of left side of vagina, removal of foreign body, incision and drainage of right thigh abscess on (B)(6) 2014 due to pain, dyspareunia, and thigh abscess. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.